Event description:
It was reported to philips the nav ring was defective. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. The customer spoke with a philips remote service engineer (rse). Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: the customer was provided with a quote for repair. The customer did not respond to the quote and the quote was closed. Multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on 06/30/2022, 07/07/2022 and 07/14/2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.